Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a high blood glucose alert. The blood glucose value was 400 mg/dl and found the bolus wizard was not working when attempting to adjust the dose. The customer treated the high blood glucose with a manual injection and reported that blood glucose is now normal. The event involved unomedical, mmt-342, unknown sensor and unknown ngp. The customer did not wish to troubleshoot. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event. No alarms about insulin delivery or other issues were reported. No further patient complications were reported. No product return is required for unomedical, mmt-342, unknown sensor and unknown ngp.